Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ fracture'), fallopian tube perforation ('perforation fallopian tube') and salpingitis ('salpingitis') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy(removal of left essure), bilateral salpingectomy(removal of right essure)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, salpingitis, device expulsion, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: no coils were seen within the endometrial cavity on right. 3-4 coils were seen within the endometrial cavity on left. Treatment received for pain, abnormal bleeding, perforation, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ fracture'), fallopian tube perforation ('perforation fallopian tube') and salpingitis ('salpingitis') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy(removal of left essure), bilateral salpingectomy(removal of right essure)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, salpingitis, device expulsion, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: no coils were seen within the endometrial cavity on right. 3-4 coils were seen within the endometrial cavity on left. Treatment received for pain, abnormal bleeding, perforation, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tube') and salpingitis ('salpingitis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy(removal of left essure), bilateral salpingectomy(removal of right essure)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, salpingitis, device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: no coils were seen within the endometrial cavity on right. 3-4 coils were seen within the endometrial cavity on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, migration of essure device location of device: uterus, device breakage, pain, perforation (fallopian tube(s)), outcome of pelvic pain was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tube') and salpingitis ('salpingitis') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), 1 day after insertion of essure. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy(removal of left essure), bilateral salpingectomy(removal of right essure)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, salpingitis, device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: no coils were seen within the endometrial cavity on right. 3-4 coils were seen within the endometrial cavity on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: quality safety evaluation of ptc. No lot number or device sample was received a review of our complaint records and other non conformances data was performed; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.